Event description:
It was reported that an asymptomatic patient presented in the operating room for device change out due to normal eri. Externalized conductors were observed. No electrical anomalies were detected. Patient will be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.